Manufacturer narrative:
(B)(4).

Event description:
It was reported that an insulation anomaly was observed on the ra lead during unrelated rv extraction. Patient was asymptomatic. Lead was capped on (B)(6) 2016 and replaced with a competitive lead.